Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/12/2014. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported patient with trace diffuse lamellar keratitis (dlk) at one day lasik post-operative visit. At visit, a slit lap examination also found trace superficial punctate keratitis (spk) and patient also complained of poor vision. Additional information indicated patient's optical steroid dosage was increased and the reported issue resolved after one week of regimen of increased steroids. This report is for the left eye, an additional report will be filed for the right eye.